Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer noted a plastic-like particulate inside of an infusor device. The solution was reportedly filtered prior to filling. The exact location of this particulate is unknown. There was no patient involvement in association with this event. No additional information is available.